Event description:
Claimant's wife states her husband fell while using the rollator due to brake failure. The fall resulted in a laceration on his head requiring five (5) stitches.

Manufacturer narrative:
MDR filed based on the alleged injury. No medical substantiation has been received. As of the date of this report the product has not been returned for evaluation.